Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was surgically implanted with a peritoneal dialysis catheter last (B)(6) 2016, which brought several benefits. The patient was frequently admitted to the hospital in the first two years after the operation, and the condition in the later period was very good, and the results were very good. On the day of the event, during dialysis through visual inspection the patient discovered that the peritoneal catheter product had a small mouth and fluid leakage at the exit site (leaked at the part of the catheter outside the patient¿s body). There was no luer adapter issue. It was stated that only leakage was found. There were no other visible defects/damages found on the product where the leak was observed. Normal cleaning was used on the device. The clamps were moved to a new location after each treatment. The cleaning agents were not switched over the life of the catheter. The cleaning agents were not mixed. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The cleaning agent(s) was allowed to dry thoroughly prior to applying ointment(s) to the area. There was no protocol change for cleaning agents used rece ntly. The patients themselves was not using any type of cleaning agent or antibiotic on the catheters. The treatment (lotions/ointments, medications) was by prescription. The patients was not responsible for any type of catheter maintenance (cleaning, dressing changes, etc.). Tego was not utilized. There was no excessive force used on the device. The catheter was not repaired. The patient contacted the nurse and went to the hospital. The tertiary hospital considered the patient's life and as a remedial action/medical intervention surgery was performed to replace it with a temporary catheter (temporary fistula was done). The peritoneal dialysis could no longer be performed. The removed peritoneal catheter product was sealed and retained in the hospital. It was mentioned that if it was said at the beginning that the product could only be used for five or six years, peritoneal dialysis would not be selected. It was considered to be caused by the problem of the product. Per report the patient was inadequately informed, and the patient should not be guided to peritoneal dialysis, and the service life was not informed. The patient was admitted on the day of the event and was discharged on (B)(6) 2023. The number of hospitalization was 1 and the patient hospital stay was 20. There was no reported patient injury.

Event description:
According to the reporter, the patient was surgically implanted with a peritoneal dialysis catheter in (B)(6) 2016. On the day of the event, the patient discovered that the peritoneal catheter product was leaking at the exit site. There was no luer adapter issue. Normal cleaning was used on the device. Tego was not utilized. The catheter was not repaired. The hospital considered the patient's life and performed surgery to replace it with a temporary catheter. The removed peritoneal catheter product was sealed and retained in the hospital. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was surgically implanted with a peritoneal dialysis catheter last (B)(6), 2016, which brought several benefits. The patient was frequently admitted to the hospital in the first two years after the operation, and the condition in the later period was very good, and the results were very good. On the day of the event, during dialysis, through visual inspection, the patient discovered that the peritoneal catheter product had fluid leakage at the exit site (leaked at the part of the catheter outside the patient¿s body). There was no luer adapter issue. It was stated that only leakage was found. There were no other visible defects/damages found on the product where the leak was observed. Normal cleaning was used on the device. The clamps were moved to a new location after each treatment. The cleaning agents were not switched over the life of the catheter. The cleaning agents were not mixed. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The cleaning agent(s) was allowed to dry thoroughly prior to applying ointment(s) to the area. There was no protocol change for cleaning agents used recently. The patients themselves was not using any type of cleaning agent or antibiotic on the catheters. The treatment (lotions/ointments, medications) was by prescription. The patient was not responsible for any type of catheter maintenance (cleaning, dressing changes, etc.). Tego was not utilized. There was no excessive force used on the device. The catheter was not repaired. The patient contacted the nurse and went to the hospital. The tertiary hospital considered the patient's life and as a remedial action/medical intervention surgery was performed to replace it with a temporary catheter (temporary fistula was done). The peritoneal dialysis could no longer be performed. The removed peritoneal catheter product was sealed and retained in the hospital. It was mentioned that if it was said at the beginning that the product could only be used for five or six years, peritoneal dialysis would not be selected. It was considered to be caused by the problem of the product. Per report, the patient was inadequately informed, and the patient should not be guided to peritoneal dialysis, and the service life was not informed. The patient was admitted on the day of the event and was discharged (B)(6) 2023. The number of hospitalization was one and the patient hospital stay was 20. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a leak in the catheter. Unfortunately, without the returned device, a definitive root cause of the observed leak could not be reliably determined. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.